Event description:
A pt reported blood glucose results of 105 mg/dl, 92 mg/dl, 174 mg/dl, and 44 mg/dl with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter do not pass inspection, lifescan will inform FDA of the results in a supplemental report.